Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced a needlestick injury-post use, safety shield failure. The following information was provided by the initial reporter. The customer stated: verbatim: (B)(6) 2021: "an employee had a safety device malfunction on an eclipse 21 gauge needle lot number 0304247. The employee attempted to activate the safety device and the device jammed. Employee then attempted to activate safety with her other hand and was stuck by the needle." (B)(6) 2021: customer response, "here are the answers. Some I cannot provide due to phi requirements. Yes exposure to blood from the used needle. The phlebotomist performing the draw was exposed. Exposed to the patient¿s blood. Needle stuck the right thumb. Post exposure testing protocol was performed as required by cdc. No examples of the lot remain nor any photographs taken."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced a needlestick injury-post use, safety shield failure. The following information was provided by the initial reporter. The customer stated: on 2021-04-03: "an employee had a safety device malfunction on an eclipse 21 gauge needle lot number 0304247. The employee attempted to activate the safety device and the device jammed. Employee then attempted to activate safety with her other hand and was stuck by the needle." On 14-april-2021: customer response, "here are the answers. Some I cannot provide due to phi requirements. Yes exposure to blood from the used needle. The phlebotomist performing the draw was exposed. Exposed to the patient¿s blood. Needle stuck the right thumb. Post exposure testing protocol was performed as required by cdc. No examples of the lot remain nor any photographs taken."